Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 500 mcg/ml at a dose rate of 57 mcg via an implantable pump for an unspecified indication for use. It was reported the patient¿s pump has been flipping in the pocket and has made it difficult to use her ptm and get it refilled. The date of event was unknown. Regarding environmental/external/patient factors that may have led or contributed to the issue, location of pocket was indicated. Diagnostic testing / troubleshooting was unknown. The physician decided to perform a pocket and catheter revision. The pocket was moved, and the catheter was revised. It was unknown if the issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that the healthcare provider had no further information regarding the event. The patient¿s weight and medical history were requested but would not be made available. No further patient complications have been reported as a result of this event.